Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was recalibrated to resolve the issue. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported and error that results in a loss of mechanical ventilation. There was no patient involvement.